Event description:
A customer reported an altitude alarm occurred with their pump. The specific impact on the customer's blood glucose level was unknown, but it remained within the range of 54-500 mg/dl, indicating no adverse impact. The customer was informed by technical support that residue in the speaker holes could trigger such alarms, and they received tips on prevention, which they acknowledged. The issue had occurred earlier in the day, and the customer was able to resume insulin use with the original cartridge without the need for replacement.